Event description:
X-ray indicates a fractured graft at c5-6

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 10/01/2009 (through follow up with the health care provider via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately 12.4 months. On 10/01/2009 (through follow-up with the health-care provider), it was learned that the cause of death was ards.